Manufacturer narrative:
Initial.

Event description:
It was reported that the pump's connector fractured while the user was walking, which disconnected the infusion set and halted insulin delivery; the user later administered subcutaneous insulin by pen, and continuous glucose monitoring showed a high of 230 mg/dl with a subsequent reading of 190 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for unexpected medical intervention in the form of medication administration. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed a stress-related problem and a component failure, specifically a fracture of the connector/coupler that led to disconnection from the pump. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.